Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for the past 2-3 days, their implant site had been tender. Patient stated last night ( B)(6) 2024) the site had been "kind of sore" and so they went to rub the site to ease the pain and it felt like the implant had shifted a little bit and was jutting out under the skin, like it wasn't flush like it was when they first had it done. Patient stated that it was kind of like shifted underneath the skin at an angle. Patient wanted to know if that was normal. Patient services reviewed information with the patient and asked the patient if they'd had any falls or traumas that could have led to the issue and the patient stated no. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.